Manufacturer narrative:
The device was not returned for analysis. An event of valve underexpansion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported valve underexpansion is related to patient anatomy (heavy calcification). There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. Pre-dilation was performed. During deployment, it was noted after 2 partial re-captures that the valve was expanding non-uniformly. The valve and delivery system were both removed from the patient and replaced with a new 27mm navitor transcatheter aortic valve and large flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. The patient did not present with any clinical signs or symptoms. The user believed the valve expanded non-uniformly due to heavily calcified anatomy. The patient status was stable.